Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed cold pixels a significant distance from the probe. It was noted that the user performed a biopsy prior to the ablation procedure but it was not flushed with an solution. It was suspected that it was due to the biopsy and probe retraction. There were no patient complications reported in relation to this event.